Manufacturer narrative:
Although the report of system controller's loss of external power, pump stoppage, and controller clock reset alarms was confirmed through the evaluation of the submitted system controller log files, a direct correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was reported under medwatch MFR# 2916596-2017-02248. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. The patient remains on lvad support. Additional information has been requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2017 for a possible wound infection near the percutaneous lead (driveline). Early on (B)(6) 2017 (around 3:45 am), the patient was seen sitting up talking with a staff person. At about 3:55 am, the patient became asystolic. The nurse found the patient in the bathroom, slumped over and blue, and no alarms were produced by the lvad system. CPR was initiated. The lvad system was switched from batteries to wall power, and readings were reported as normal. The system controller was producing a yellow wrench/clock not set alarm. The patient was resuscitated and intubated and sent to the intensive care unit on levophed and vasopressin. Upon interrogation of the system controller, a no external power alarm had occurred at about 2am. It was unknown at what time the pump off, low flow, low voltage and clock not set alarms occurred. At 9:00 am, the vad coordinator started to change out the system controller at the bedside, and a pump stoppage was observed. The driveline was quickly disconnected and plugged into the back-up system controller and the pump restarted. It was also reported that the system controller alarms were muffled. The following day, the lvad system produced a driveline fault alarm. A log file reviewed by the technical service representative confirmed the driveline fault alarm had not interfered with the pump operation. It was noted also that there was a place near the white connector that appeared to be taped which, per the emar, was placed on (B)(6) 2016. At that time, it indicated a tear in the grey covering, but no wires were exposed. No additional information was provided.